Manufacturer narrative:
The subject device was returned for device investigation and the customer's complaint was not confirmed. It was found that water tightness was lost due to damage on the channel tube, suction volume did not meet standards due to damage on the channel tube, the image was foggy due to damage on the charged coupled device, and the acoustic lens was damaged. The device history record confirmed that there were no problems at the time of shipment. There was no report on the subject device being used in procedure after the suggested event was reviewed. The root cause could not be identified due to the allegation not being confirmed. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasonic bronchofibervideoscope had a leak from the channel tube and the image was white. The issue was found during preparation for use in an therapeutic ultrasonic inspection procedure. The intended procedure was suspended and the patient was under sedation. There were no reports of patient harm.